Manufacturer narrative:
Visual inspection of the implant tap showed white fouling in threads. Complaint was confirmed. The device history record review was performed and did not identify any non-conformances. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that the implant tap appeared to have some white debris on the threads. The patient was dismissed and the surgery was rescheduled.